Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead was mistakenly identified as being returned on a previous report. The lead has not been returned to the manufacturer.

Event description:
It was reported through a call to technical services that the lead was replaced due to evidence of lead issues. Sensing problems and inappropriate shocks were noted. The patient's husband later reported that the patient received 5 shocks, and the device and lead were both replaced because the lead was "broken." The device and lead were subsequently returned with a report of inappropriate therapy and sensing difficulty. The analyzer isolated the noise to the lead. High impedance was also noted. No further patient complications have been reported as a result of this event.